Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/06/2016 that on (B)(6) 2016, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported receiver message for low transmitter battery was not confirmed via data. However, data evaluation did confirm a transmitter failure. The root cause could not be determined post-investigation. Based on the findings of the transmitter failure, this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
Previously, data was returned for evaluation but did not confirm the reported low transmitter battery. However, data evaluation did confirm a transmitter failure. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and failed. The reported event of low transmitter battery was not confirmed. A root cause could not be determined.